Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A school nurse reported via phone call indicating that the customer's insulin pump had delivery anomaly. The customer's blood glucose level was 85 mg/dl at the time of the incident. The nurse stated that they did not have time to troubleshoot the issue. The nurse stated that the insulin pump was working as designed and will send the customer back home to their parents. The nurse will tell the parents to call back for further assistance.